Event description:
It was reported that customer received minimum fill notification. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level displayed as "high"; however, specific value was not provided. Elevated bg was addressed by manual insulin injection.